Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: up on visual inspection, no breakage was noticed. The internal threads at proximal side of the device was slightly worn. It is possible that the striped/worn threads could lead to reported condition. Hence the complaint can be confirmed. There were normal wear on the device body which is consistent with device use that would not contribute to the reported condition. Functional test: the functional test could not be performed as mating device was not received. Dimension inspection: the minor thread diameter of the shaft¿s m9 internal threads at proximal end was measured which was out of specification of 7.647-7.912 mm per drawing se_405696 rev g and reference document machinery¿s handbook, 27th edition, 2004, industrial press inc. Based on this it is concluded that the threads are deformed, conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as attempted threading of a helical blade coupling screw into the device while not aligned with the thread. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part number: 03.037.024. Lot number: t116445. Manufacturing site: tuttlingen. Release to warehouse date: oct 02, 2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a company representative. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, prior to the case starting, a helical blade inserter would not function properly. Connection screw would not advance in the handle to couple with a helical blade inserter/blade. The instrument was replaced prior to the case starting. Instrument was not used during surgery. There was no patient impact. This complaint involves two (2) devices. This report is for one (1) helical blade inserter. This is report 1 of 2 for (B)(4).